Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic hysterectomy, the subject device was used. The grasping section was broke off and fell inside the patient. The intended procedure was completed without retrieving the fragment. After the procedure, when contrast stud was performed, the fragment was detected. The doctor performed open surgery and the fragment was retrieved. No further information was provided.

Manufacturer narrative:
The subject device and the fragment were returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section of the subject device was partially missing. The shape of the returned fragment matched the missing part. The proximal side of the tissue pad was severely worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the distal part of the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, and besides the grasping section was broken off when the grasping section was subjected to a load such as ultrasonic vibration or heat. The above device handling has warned in the instruction manual as follows. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.